Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 2,000 ohms. The patient was brought into the clinic in which isometrics and pocket manipulation was performed which did not produce any noise or out of range measurements. Boston scientific technical services discussed continuing to monitor.